Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, mirror image noise and diminished sensing. Insulation issue is suspected. The ra lead remains in use. No patient complications have been reported as a result of this event.